Event description:
Procedure: sleeve gastrectomy. According to the reporter: the stapler misfired. The knife blade seemed to not advance. Staples partially formed. The dr had to hand sew portion of stomach where a staple could not be placed as it was to close to the tube. Because of the stapler misfire, more tissue was taken than originally anticipated. Operating room time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).